Manufacturer narrative:
The subject device was evaluated. Device evaluation noted (water leakage) , the watertightness found not maintained due to holes in the curved rubber due to external factors. The customer reported issue could be confirmed. Additionally, device evaluation found the coating of the insertion tube has come off due to external factors (1mm2 or more). Furthermore, the following findings during inspection were noted on the device: abnormal angle of curved tube observed. Stains in the image guide (ig) bundle image noted. The flexible tube of the insertion section found crushed due to external factors. Scratches found on the operation part due to external factors. Scratches found on the eyepiece due to external factors. Scratches on the operation unit cover due to external factors observed. Scratches found on the grip due to external factors there are scratches on the angle lever due to external factors. Scratches found on the ud plate due to external factors. Scratches found on the vent metal under the grip due to external factors scratches found on the fixed ring due to external factors. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
Air, water leak was reported on the device. The issue found during an unknown event. There was no patient harm, no user injury reported due to the event. Device evaluation has found the coating of the insertion tube has come off due to external factors (1mm2 or more). This report is being submitted for the coating of the insertion tube that has come off due to external factors (1mm2 or more) found on device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 12 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely due to stress of repeated use, external factors, or handling. Olympus will continue to monitor field performance for this device.